Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock separated from the patient line. The customer's blood glucose level was 500 mg/dl. However, it was noted that the customer was at target level. Reportedly, the customer performed a correction bolus. The customer was able to load a new cartridge and resume insulin delivery.